Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the treatment of a 54 mm in diameter and 78 mm in length abdominal aortic aneurysm. It was reported that a follow up CT confirmed a type iii endoleak from the lower part of the main body. An excluder cuff was implanted to the main body as well as an excluder limb by using the kissing technique, the limb extends out of the main body. The endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.